Manufacturer narrative:
The side branch of the complaint device wa sent to an outside lab for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed adn inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. The investigation is still on going. A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that during a surgery performed on (B)(6) 2012, bleeding was observed through the side branch of the graft. No pt injury was reported.